Manufacturer narrative:
Corrected information. It was initially reported that a distal end percutaneous lead (driveline) replacement was performed. Subsequently, a pump exchange was performed and the lvad was returned for evaluation. The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that additional pump off alarms occurred on (B)(6) 2017, post distal end percutaneous lead (driveline) replacement. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017, that pump stoppages occurred. The patient was asymptomatic. System controller history interrogation confirmed the pump stoppage events. The patient had gained approximately 20lbs over the prior months, and rescue tape had been applied to a damaged area of the driveline a few days prior to the event. It was reported that there was a second ¿weak¿ area approximately 8¿ from the driveline exit site. The manufacturer¿s technical services representative reviewed submitted x-ray images, and it was revealed that there was an area of concern on the portion of the driveline internal to the patient. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed. The continuity test did not indicate any broken wires. No additional alarms were reported and no additional information was provided.

Manufacturer narrative:
Approximately 18.5 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and high potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to an electrical short. Review of the submitted log files confirmed low speed/low flow hazards and pump stoppage events which occurred while the lvad system was connected to the power module. The explanted pump was returned assembled with the driveline severed approximately 16.5 inches from the pump housing. The remainder of the driveline was not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Evaluation of the pump-end portion of the driveline revealed metal braided shield breakdown approximately 8.5 inches and 11 inches, 13 inches from the pump housing. A breach in the orange wire was observed approximately 9 inches from the pump housing, within the shield breakdown near that location. The observed wire damage resulted in exposed inner conductors and appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stop and corresponding low speed hazard/advisory events observed in the submitted log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.